Manufacturer narrative:
The device was explanted and the rv lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing pocket stimulation. It was reported that the patient did have previous issues with the right ventricular (rv) lead so the pacing outputs were increased. A local sales representative was called to come and check the patient's device in the emergency room and rv thresholds were slightly higher and impedance measurements had decreased so low that the lead safety switch triggered. The device was programmed to aai mode and the stim went away and the patient had good conduction at that time. Further testing of the ventricular outputs were done, however at one time a pause in pacing was observed, however the patient did not experience an adverse event as a result. The patient was kept in the hospital due to not having good, consistent conduction. The device and rv lead were subsequently replaced. It was noted that the device had reached replacement indicator.